Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 60% stenosed lesion in the left anterior descending artery with no tortuosity and no calcification. The 2.75 x 12 mm nc trek balloon catheter was advanced without issue, and inflated to 8 atmospheres (atm), but the balloon did not inflate. A leak was observed in the distal shaft, close to the balloon. The nc trek was then removed and a new nc trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.